Event description:
Healthcare professional reported ¿deflation" and "implant exchange due to concerns with the product¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08-16-2024.

Event description:
Healthcare professional reported left side ¿deflation" and "implant exchange due to concerns with the product¿. The device has been explanted.

Event description:
Healthcare professional reported, ¿deflation". And "implant exchange, due to concerns with the product¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three openings assessed as unidentified tear. Two openings were assessed as surgical damage. The shell thickness was within specification. Anxiety product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure creases, wear abrasion, non-penetrating nick and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side ¿deflation" and "implant exchange due to concerns with the product¿. The device has been explanted.